Event description:
On 17-jul-2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia resulting in hospitalization. The user was treated and discharged, and no long-term health effects were reported.

Manufacturer narrative:
The user experienced hypoglycemia resulting in hospitalization while using the ilet. This situation can require medical intervention and is consistent with the reported hospital visit. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date. It was reported that during a supply change, the user inserted a new cartridge without completing the rewind process while still connected to the body, resulting in unintentional insulin delivery. Based on available information, the event was attributed to use-related error during the supply change process, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.